Event description:
A pt with a history of dyspepsia and gerd responding well to ppi underwent a therapeutic enteryx procedure in 2004. The procedure was reported as uneventful. It was a 15 minute procedure with a total of 9cc injected in 3 sites. The pt was reported to be doing well following the procedure and was sent home. The following day, pt called the physician to complain of a sudden pain that woke them up during the night. The pain was described as left pleural/xyphoid pain that radiated towards that left shoulder. Pt was prescribed an analgesic (lorcet - hydrocodone/acetaminophen), but their condition did not improve. Pt was then instructed to proceed to the ER. At the ER, the pt was noted to have a fever of 101.5 and a high white blood count (wbc) of 11,500. A chest x-ray and CT scan were performed. Both showed evidence of air in the mediastinum. In addition, there was some enteryx material in the wall of the superior stomach (fundus). There was no reported air in the abdominal cavity or in the pleural space. Cardiac function was normal on ECG. The pt was admitted for observation. Pt was put on IV antibiotics (rocephin and flagyl) and given analgesia and an anti-inflammatory. The next day the pt's fever was reported to have gone down and their wbc normalized at 8,200. Overall pt was reported to be better and their pain was improved. Pt was visited by the nursing staff late that night. The nurse visited them again at 4:00am and found them expired in their bed. A post mortem examination was requested by the physician with the family's consent. The autopsy was limited to the chest area. The initial finding did not report any enteryx material in the mediastinum or elsewhere outside the esophagus. There did not seem to be any visible esophageal tear. The review of the major organs (heart, lungs, major thoracic blood vessels and nerves) was negative for enteryx and for any immediately-evident cause of death. Histological slides of the heart, lungs and esophagus were made. The initial review did not show any significant changes. The heart slides were all normal with no signs of cardiac or coronary lesions. The lungs did not show any significant changes. There was a slight pleuretic reaction noted, but no pneumonia or embolic process in or around the lungs. The esophagus showed signs of acute inflammation around the enteryx material, but no evidence of infection. The mucosa was intact. In addition to the histological examination, a toxicology screen was requested. The results are pending at this point. The preliminary conclusion of the pathologist, as they were communicated to boston scientific corporation, was the enteryx does not appear to be a direct cause of death. The actual cause of death still remains unknown.